Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) sounded an audible alert. Upon interrogation is was discovered the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was extracted and replaced. No patient complications have been reported as a result of this event.